Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc24085600. Model: sc-2408-56. Serial: (B)(4). Batch: 7078754/7078758.

Event description:
It was reported that the patients was only getting minimal relief from the spinal cord stimulator (scs) device. The patient underwent a scs system explant procedure. The explanted devices were not returned as they were kept by the medical facility.